Event description:
Additional info received from the reporter on 06/22/2014: also constant nausea, broken teeth and sensitivity. Just feel depressed and just flat out sick 75% of the time. Pain is a daily problem. Rash's often.

Event description:
Missed periods, excessive cramping, cyst on ovaries, bloating, headaches, migraines, dizziness, irritability, mood swings, joint pain, cracking and popping bones. #medwatcher #mw156371.

Event description:
#Medwatcher #followup2 #(B)(4). Teeth pain, foggy brain function, heavy bleeding, back pain,severe pelvic pain, and most recently had to have hysterectomy due to being allergic to nickel. Since removal a week ago most all symptoms have subsided.